Manufacturer narrative:
The supplier returned the motor control board and advised that they could not verify the reported failure and the board passed testing, yet they stated they replaced the drives. The national repair center (nrc) is awaiting a detailed explanation from allied motion(supplier) of what and why the drives were replaced if the board passed their testing. However, a senior repair technician of the nrc installed the motor control board into a cs100 test fixture and tested to factory specifications per cs100 service manual. The motor control board passed testing. Subsequently, the supplier updated their failure analysis to state that they verified the reported failure and replaced the shorted metal-oxide semiconductor field effect transistors(drives) and the board passed all of their testing. The motor control board will be scrapped and retained in the nrc per procedure.

Event description:
It was reported that upon completion of installation during a service/test by an authorized getinge distributor/dealer, the cs100 intra-aortic balloon pump (iabp) immediately shutdown when inserted into ac power. It was noted that the iabp unit was running normally with the battery before connected to ac power. The iabp was restarted, but it would not work and a beep sound began. This is an out-of-box failure (oob). There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The suspected failed parts (motor control board, power supply and ac fuse) were all returned to getinge's national repair center (nrc) for failure analysis and upon inspection by a senior technician, no visual damage was observed to the motor control board o the power supply. The ac fuse was observed to be blown (open). The technician installed the suspected failed motor control board into a cs100 test fixture and tested to factory specifications per cs100 service manual, and the board failed testing; the iabp does not power up and blew fuse f3 on the test power supply of the cs100 test fixture. The technician installed the suspected failed power supply into a cs100 test fixture and tested to factory specifications per cs100 service manual, and the power supply failed testing; the iabp does not power up. The technician installed the ac fuse into the test power supply of cs100 test fixture and tested to factory specifications per cs100 service manual, and the ac fuse failed testing; the iabp does not power up. A preliminary failure determination for this part is that f3 is open due to the motor control board. The motor control board and the power supply have been sent to the supplier for failure analysis per procedure. A supplemental report will be submitted upon return of the parts by the supplier.

Event description:
It was reported that upon completion of installation during a service/test by an authorized getinge distributor/dealer, the cs100 intra-aortic balloon pump (iabp) immediately shutdown when inserted into ac power. It was noted that the iabp unit was running normally with the battery before connected to ac power. The iabp was restarted, but it would not work and a beep sound began. This is an out-of-box failure (oob). There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The supplier returned the power supply and verified the reported failure. They replaced defective q9,q10,noisy fan and the power supply passed all of their testing. A senior repair technician of the nrc then installed the power supply into a cs100 test fixture and tested it to factory specifications per the cs100 service manual. The power supply was also inspected per procedure and passed testing and was put into stock per procedure.

Event description:
It was reported that upon completion of installation during a service/test by an authorized getinge distributor/dealer, the cs100 intra-aortic balloon pump (iabp) immediately shutdown when inserted into ac power. It was noted that the iabp unit was running normally with the battery before connected to ac power. The iabp was restarted, but it would not work and a beep sound began. This is an out-of-box failure (oob). There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The authorized getinge distributor that performed the installation of the iabp replaced the motor control board, the power supply and the ac fuse which resolved the issue. The iabp unit ran normally and all functional and safety tests were performed and passed per factory specifications. The iabp was then returned to the customer and cleared for use. The failed oob parts are being returned to getinge's national repair center for failure analysis, and a supplemental report will be submitted upon completion of evaluation. (B)(6).

Event description:
It was reported that upon completion of installation during a service/test by an authorized getinge distributor/dealer, the cs100 intra-aortic balloon pump (iabp) immediately shutdown when inserted into ac power. It was noted that the iabp unit was running normally with the battery before connected to ac power. The iabp was restarted, but it would not work and a beep sound began. This is an out-of-box failure (oob). There was no patient involvement and no adverse event was reported.